Manufacturer narrative:
The device is not available at this time because it is still implanted. If additional info is provided, the eval results will be submitted in a supplemental report. This is the same pt as MFR report #3004082045-2011-00035.

Event description:
On (B)(6), 2011, the pt came in reporting discomfort. X-rays revealed a broken smart toe with a progressing varus deformity. The original surgery involved hammer toe and varus deformities and the surgeon suspected that this combination resulted in the device failure. The surgeon plans to remove the larger smart toe fragments and leave the smaller fragments. He will then correct the varus deformities with k wires. This revision surgery will be done at a later date because the pt has another surgery scheduled in the near future.